Manufacturer narrative:
Investigation summary: no samples or pictures have been received for investigation. Ten retained samples of 50ll lot 1706223p are evaluated. On inspection at 10x of the ten retained samples no damage or molding defect can be observed in any of them. DHR of lot 1706223p has been reviewed not finding any annotation or deviation regarding the alleged defect. Tip and thread of the ten retained samples are verified with iso 594 reference gauges. The ten samples meet iso 594. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Since no incidence has been detected in DHR review, no defective sample/picture has been received and no defect has been found in the ten retained samples evaluated, no manufacturing defect can be confirmed and the root cause cannot be determined. Defect: damaged product ¿ tip broken by over-screw. Luer lok tip is designed to ensure a complete connection between devices connected. All syringes of reference 300865 meet specifications for tips according to iso-594-1 and en-1707 regulations. No samples or pictures have been received for investigation. Ten retained samples of 50ll lot 1706223p are evaluated. On inspection at 10x of the ten retained samples no damage or molding defect can be observed in any of them. DHR of lot 1706223p has been reviewed not finding any annotation or deviation regarding the alleged defect. Tip and thread of the ten retained samples are verified with iso 594 reference gauges. The ten samples meet iso 594. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Process: visual inspection. Printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 shelf-package per pallet since no incidence has been detected in DHR re.view, no defective sample/picture has been received and no defect has been found in the ten retained samples evaluated, no manufacturing defect can be confirmed and the root cause cannot be determined. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure (B)(4).

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipaktm syringe had its tip broken off inside the stopcock. Found before use. No serious injury or medical intervention noted.